Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time was wrong, the time was also off by about 8 minutes on the screen, which prevented nursing from removing meds on time. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system time was off by 8 minutes and preventing the user to remove the medication on time. The technical support specialist (tss) dialed into the system, applied the knowledge article device time is incorrect and time is incorrect on console or station correct time manually and changed the time using a command to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.